Event description:
Edwards has learned that a (B)(6) female patient had transcatheter valve-in-valve intervention after an implant duration of approximately four (4) years of a 23mm bioprosthetic aortic valve. The reason for intervention was thickened leaflets (not heavily calcified), severe aortic stenosis with limited movement on two leaflets (mean gradient 39mmhg), and aortic regurgitation. During the procedure, a 23mm transcatheter aortic valve was implanted successfully. Both devices remain implanted. Patient's outcome reported as stable.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned for analysis as it remains implanted. Without return of the device for evaluation, the clinical observations cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. This device was described as having thickened leaflets, severe aortic stenosis with limited movement in two leaflets, and regurgitation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration or endocarditis. The cause of the reported stenosis is most likely due to patient related factors. Minimal information regarding this valve was received but enough to suggest this device was stenotic due to calcification and possible ¿undiagnosed sub-acute endocarditis.¿ this patient also presented at the time of the procedure with multiple valve disease ¿ having moderate mitral regurgitation, moderate tricuspid regurgitation and pulmonary hypertension. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending on multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis. However, there is insufficient information to confirm the clinical statements made by the health care provider and the root cause for stenosis and regurgitation of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.